Event description:
It was reported that pt is experiencing swelling in the hip pain "charlie horse like" discomfort in buttocks, followed up with doctors. Blood test was done and he is waiting for results. Pt also scheduled MRI. Pt is following up with doctors.

Manufacturer narrative:
The pt is (B)(6). Add'l info has been requested and if received, will be provided in a supplemental report.